Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced difficulty turning and locking the infusion set connector during a supply change, which was resolved after trying different connectors and achieving a secure lock; blood glucose was not impacted, and there were no alarms or device malfunctions reported. Symptoms included no adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting over the phone. Investigation of this case revealed that the issue was consistent with a user difficulty attaching the connector, with normal device function once properly seated. It was concluded, based on previously established findings for similar reports, that the cause was user technique.